Event description:
During service by baxter technician, the device failed accuracy test with underdelivery. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.

Manufacturer narrative:
The pump is in the process of being evaluated.